Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump drive support cap was flushed. The customer¿s blood glucose level was 319 mg/dl, 140 mg/dl. Customer stated they experienced high blood glucose level and also insulin pump had cosmetic damaged. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.